Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the device no longer worked and that they thought it was dead. The patient also noted that the ins was pressing against a nerve and hurting them. The patient talked to an hcp who stated that they would not explant the device because of the paddle leads. The patient inquired what paddle leads were. The patient was advised to contact another hcp. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient's ins was not working anymore and that they stopped using it. It was noted that the ins had been implanted for 13 years and they just wanted it out. The patient was redirected to their hcp. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device had been implanted for 13 years and they don't last that long as the circumstances that led to the neurostimulator (ins) not working. The patient reported that the implant was now pressing on a nerve and causing pain. The patient reported that he was going to have the ins removed on (B)(6) 2017 as he didn't want to have it anymore and he felt like he didn't need it now. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.